Event description:
I get blood clots. I always have blood clots. Something genetic from my mother's side of family. All women, 7 of us, suffered from these terrible things. Me, I was different. Didn't have one until I was (B)(6) and kept getting them over and over, a number of times each year. I had them on a busy weekend at (B)(6) hospital, (B)(6). And was scanned for them on a new machine. I could now see how they worked and no blood flow was a bad thing. Well the dr was so upset when both legs were filled with clots he said, "let's put in this new device called a greenfield filter. It's going to save your life," because he couldn't tell if the clots were or weren't in my pelvic regions or higher. So I agreed after crying for a while. They whisked me to the operating room and tried to place the filter in via the carotid artery but it wouldn't go down far enough. So they withdrew and closed me up. Number of days later they do it again after a test, to reassure them no clots were evident. So we went up again to surgery. This time it was a success. I was discharged 3 days later never to see the surgeon or anyone again. A couple years later, one (B)(6) I had great pain on my right side while getting out of bed that morning. I passed out and kept passing out every time I moved. Went to my doctor to find out the filter moved out of my vena cava. Another one was placed in a "sinom" nitrate one and it too has been misplaced. I am now disabled because of the pain, the filters are in my back muscles and my right kidney area. The pain is so bad I can't take it anymore. (B)(6). I've tried to go after the surgeon but he is well known and when he pleaded his case he won by saying he had to do what he did to save my life. In my eyes I would have been better left alone to just die. Thank you for taking time out of your busy day to care. (B)(6). I'm (B)(6) and still here but now the pain is unbearable. My doctors are afraid of me with this looming inside of me and don't have any idea how to fix this. Please help!!!! You people are my last hope.